Event description:
It was reported that the implantable cardioverter was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that there were no issues interrogating the device and the device was able to pair after disconnecting from the hospital wi-fi.